Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) did not participate in power switching events. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is investigating momentary disconnections. Additional products: battery (B)(4). Device evaluated by MFR?: yes. Battery (B)(4). Device evaluated by MFR?: yes. Battery (B)(4). Device evaluated by MFR?: yes. Battery (B)(4). Device evaluated by MFR?: yes. Battery (B)(4). Device evaluated by MFR?: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. (B)(4). Heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. (B)(4). Heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware® ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30. (B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller switches from one power port to the other one before batteries are down to 25 percent. The associated batteries and controllers were exchanged. No patient complications have been reported as a result of this event.